Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to improper handling (and force) during reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer while preparing for use for a therapeutic laparoscopic procedure the bipolar coagulation effect was poor while using jaws "hiq+", bipolar, 5 x 330 mm, grasping forceps, fenestrated. The patient was not undersedation; therefore, there was no delay. The procedure was completed with a similar device. There was no patient harm or no user injury reported due to the event. The device was returned, and olympus repair center identified the distal end of the jaws was broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's originally reported issue of poor bipolar coagulation was not reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.